Event description:
Consumer reports inaccurate readings with their meter. Analysis run on clark error grid using mean avg. Reading (242) as ref. Point vs. Bd readings (168) yieded readings in the "d" range of the grid, outside acceptable limits.